Event description:
It was reported that during a gynecological procedure the surgeon was using the pro46 to remove an ovary. When the surgeon pulled the thumb plunger back to close the bag one of the metal prongs broke off and fell into the abdomen. Surgeon was able to remove the support arm through one of the trocars and finished the procedure with no pt consequences. Product is being held by the risk management dept at the user facility. Unk if product will become available.